Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc sensor. The customer obtained higher sensor readings compared to readings obtained on the built-in meter. The customer experienced symptom of tremors and was provided fruit juice for treatment by third-party. There was no report of death or permanent injury associated with this event. Sensor readings of 230 mg/dl and 193 mg/dl were compared against capillary results of 114 mg/dl and 90 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.